Event description:
It was reported that the generator alarmed throughout the case, and the cut function was not working properly. No injury to pt reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for evaluation. As additional info becomes available, a follow-up report will be submitted.